Manufacturer narrative:
DHR review: the device manufacturing quality records indicate that the released component met all requirements to perform as intended. Trend analysis: no trend identified for this product number. However, the case at hand was reported as a response to a notification letter. A medical device notification which is referenced was sent on (B)(6) 2015 to the customers who may have received one or more of the affected products. Compatibility check: the compatibility check is not relevant for this packaging issue. Review of event description: packaging compromised. The "urgent medical device notification", which was sent on (B)(6) 2015 to the customer, describes the issue on the packaging of the zimmer natural nail cm long- cephalomedullary nails. Device analysis, visual examination: the packaging of the znn nail was returned for investigation. The visual examination shows that the carton box is damaged at the corners. Some damages in the middle part of the packaging can also be seen. Possible causes for the reported event: contaminated device will be used due to packaging is defective due to wrong transportation conditions. Damage of implant system due to packaging is defective due to wrong transportation conditions. Contaminated device will be used due to packaging is defective due to inadequate storage/handling conditions. Contaminated device will be used due to unintended unwrapping of device packaging. All listed causes are possible as the plastic seal, and the carton were broken. The sterility of the implant could be affected. It is possible that the package got broken during transportation, inadequate storage and/or handling. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. DHR records were reviewed and found to be conforming. The results of the investigation showed that this issue is likely a problem due to inadequate transportation and/or handling outside zimmer (B)(4) control. The present damages were distinctly and visible. Products with compromised packaging would not be released to the market. Such damages could have occurred due to a shock to the packaging e.g. If the package fell down or due to mishandling in the (B)(4)/hospital or during transportation. Measures were implemented to adjust the packaging of the zimmer natural nail system. The packaging blister and box were re-designed to prevent movement of both blisters. Zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that the external packaging of a znn cmn nail 13mmx34cm 130 r was compromised.